Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was being performed when the issue occurred and was completed by moving the patient to another room. Customer reported to philips that the system's geometry pc was not booting up. The review of system log files showed malfunction with the geo ipc. Upon troubleshooting, the fse found the fault with the geo ipc. The supplier's part analysis conclusively determined the cause of the goe ipc failure was due to no power. To resolve the issue, the fse replaced the geo ipc and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The device problem code was corrected.

Event description:
It was reported to philips that the system's geometry computer was unable to boot, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.